Event description:
Adverse event: "choroidal hemorrhage" (hemorrhage); "rupture posterior capsule" (capsular bag tear, posterior); "lens dislocation" (no code available). Product problem(s): "cannula detachment" (detachment of device or device component). The customer reported the canula ejected from the syringe, with enough force to rupture the posterior capsule, iol was lost in the vitreous and hit the ciliary body or the retina with enough force to cause a major upheaval on the choroid followed by an expulsive hemorrhage. Add'l f/u info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).